Event description:
Additional information from the patients hcp indicated that after the stimulators were moved to her abdomen, her condition worsened slightly. The patient had more foot dystonia and more difficulty with fine motor coordination. A wearing off effect was noted. She was not having any dyskinesias. The neurological and systems exam was within normal limits and no tremor was noticed. Impedances were performed and the patient's device was reprogrammed as well.

Event description:
It was originally reported that the patient was unhappy with the way the ins protruded out of her, causing a "disfigured" look. Her surgeon told her the inss would show but she did not expect them to be so prominent. She consulted with a plastic surgeon who moved the ins to her abdomen. It was noted that the patient was symptom free of her dystonia, dyskinesia and pain due the devices. See manufacturer report# 3004209178-2012-00668.

Manufacturer narrative:
Ins model# 7426, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. Lead: model# 3387s-40, lot# v224589, implanted: 2009 (B)(6), explanted: unk. Lead: model# 3387s-40, lot# v204753, implanted: 2009 (B)(6), explanted: unk. Extension: model# 7482a51, serial# (B)(4), implanted:2009-(B)(6), explanted: unk. Extension: model# 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. Programmer: model# unk, lot# unk.